Event description:
It was reported that pump screen had scratches. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no troubleshooting was performed, and no additional information was received regarding the outcome of the event.